Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Final analysis of visual and x-ray examination of the lead did not find any anomalies except for procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that prior to clinic follow up, the left ventricle (lv) and atrial leads were dislodged from original locations and confirmed via chest x-ray and digital subtraction angiography. On (B)(6) 2024, the lv lead was repositioned however, the lv lead failed to capture and was replaced with a different lead. During the same procedure on (B)(6) 2024, the helix of the atrial lead failed to retract and subsequently replaced with a new lead. Additionally, the atrial lead also had showed p-wave amplitude variation and high pacing threshold associated with the dislodgement. The patient was stable throughout the procedure.